Event description:
Customer called to report a discrepancy between the sensor glucose value and the blood glucose reading. Blood glucose reading was 47 mg/dl. The sensor glucose reading was 137 mg/dl. The customer had eaten to treat the low blood glucose. Customer declined troubleshooting for low blood glucose. Advised to call back if alarms or alerts occur. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.